Event description:
It was reported that the patient had been hospitalized with severe hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to less than 20mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include shaking, seizure, and loss of consciousness. The patient was transferred to the hospital by paramedics. The patient reported he was treated with insulin in the hospital. The patient was released on (B)(6) 2025. The pod was removed at the hospital.

Manufacturer narrative:
The physical device was not returned. A batch of user-initiated log files from a controller registered to the user was found to be uploaded on 04sep2025. Review of the log files found no evidence of issues with the automated algorithm. The log files showed that the automated algorithm was able to appropriately adjust the automated basal amounts based on the estimated glucose values and user inputs. The logs showed that the algorithm reduced and stopped automated basal delivery as estimated glucose values decreased towards and below the user's target. The logs showed that the algorithm did not deliver automated insulin while estimated glucose values were below 60 mg/dl. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.1, operating system: ap3a.240905.015.a2.s936u1ues5ayh2, hardware: sm-s936u1, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.